Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a low battery voltage out of the box. The device will be returned for analysis.